Manufacturer narrative:
Visual inspection under magnification shows the electrodes have been detached with jagged edges present on the remaining electrode legs. There is a chip in the spacer on the left side where detachment of the electrode occurred. There is a significant amount of scuff marks present on the spacer as well as scratch marks on the exposed shaft near the tip. The cable and suction line have been severed prior to being received for evaluation; therefore, a functional test could not be conducted. There are no manufacturing abnormalities visually observed with the returned device. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the detached electrode includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip scope, the electrode came off the tip of the wand. The broken piece was not retrieved and appeared to be in the muscle. The incident resulted in a surgical delay of approximately 40 minutes. The procedure was successfully completed using a back-up wand. No patient injury or other complications were reported.